Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: dtba1qq crt-d, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that one day post-implant, the left ventricular (lv) lead had failure to capture in some vectors. It was noted that the procedure report had indicated difficult coronary sinus anatomy and the physician felt the failure to capture was likely due to the patient's anatomy. The polarity was reprogrammed and the lv lead remains in use. It was noted that the patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead was replaced with an epicardial lead.